Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion ,the results will be forwarded.

Event description:
On 01/15/10 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in (B) (6) 2008, the patient was administered heparin while at the hospital, and experienced, among other symptoms, excessive bleeding, shock, and decreased blood pressure. Upon information and belief, on at least one occasion, the heparin administered to the patient was alleged to be contaminated heparin. Shortly thereafter, the patient began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.